Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 16192539; model/catalog description: linear st lead kit 50 cm. The explanted device were not returned to bsn as the were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also reported that patient had contacts out on the lead the patient underwent a lead replacement procedure and was doing well postoperatively.